Manufacturer narrative:
This supplemental report is being submitted as a non-conformance has been opened to investigate the reported complaint of missing italian language instructions from the packaging of the device. No additional investigation is required at this time. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 14, 2017. (B)(4).

Manufacturer narrative:
Date of expiration 09/2020. Based on the available information, this event is deemed to be a reportable malfunction, no additional event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a health care professional reporting a labeling concern with the device. Reporter stated "(B)(6) language was not included in the insert (IFU). This event did not affect any patients." No further information was provided.